Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that log files reviewed by the manufacturer's technical services revealed a no external power alarm, possibly secondary to the ac power cord coming loose at the mobile power unit ac cable connection. The patient was asymptomatic.

Event description:
Additional information received from vad coordinator on 30oct2018: the patient's mobile power unit (mpu) serial number was (B)(6). The patient placed himself on battery power. Patient stated alarm occurred while connected to mpu during a power outage. Connections to mpu and wall were correct. The device was not replaced and no device nor mpu will be returned for evaluation. The patients condition is stable. The patient had an isolated episode of a low flow alarm. No further information was provided.

Manufacturer narrative:
Additional information: event/ lot# /if follow-up, what type/ device manufacture date. Manufacturing evaluation conclusion: evaluation of the submitted log files confirmed low voltage and no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the device could not be conclusively established. The system controller event log file contains data from 20jun2018 at 11:10:22 through 21jun2018 at 14:01:16. On 20jun at 13:13:28 the rsoc dropped from the expected 12v down to 8.4v then to 6.6v then to 3.5v in approximately 3 seconds activating the low power hazard alarm. The low power hazard alarm appeared to be caused by a partial loss of ac power while the controller was connected to the mpu. The system operated on the backup battery (ebb) until power from the mpu was fully restored at 13:13:31. On 21jun at 04:31:19 the rsoc dropped from the expected 12v down to 8.6v then to 5.9v and eventually 0.1v in approximately 6 seconds activating the no external power alarm. The no external power alarm appeared to be caused by a loss of ac power while the controller was connected to the mpu. Low power advisory and low power hazard alarms were also captured. The system operated on the backup battery (ebb) until the patient connected to a charged battery at 04:31:45. It should be noted that intermittent low flow hazard alarms were captured on 20jun (investigated under: (B)(4). No additional atypical alarms were captured and the pump speed did not drop below the low speed limit of 4600 rpm for the duration of the file, including the no external power events. The system controller periodic log file, lvad event file, and lvad periodic file were also reviewed and no additional atypical events were captured. The account communicated that the low voltage alarms occurred while the patient was connected to the mpu during a power outage. No equipment was replaced and the patient was in stable condition. According to the device history records, heartmate mobile power unit was manufactured and shipped with a v-lock cable. It cannot be determined if the v-lock cable shipped with the unit was in use at the time of the event; however, the account reported that the connections to the mpu and the wall were both correct. The device was not returned for evaluation and remained in use. The hm3 lvas IFU and patient handbook both explain all alarms and the proper actions to take if the alarms cannot be resolved. Both of these documents also explain how to use the mobile power unit. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.